Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that this was normal battery depletion. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient noticed their battery didn¿t stay charged for an adequate time. They were unable to recharge the stimulator and the battery was depleted. This was noted to be due to subject usability as the patient had physical difficulties with recharging. The device was explanted and replaced on (B)(6) 2019 and the issue was noted to be resolved without sequelae. On 2019-04-29, an update was provided that omitted the allegation of inability to recharge and the report that this was related to the patient having difficulties with recharging. No further complications were reported or anticipated.